Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the icad study in (B)(6), a 55-year-old male (subject (B)(6) underwent vascular stent placement surgery using an unknown enterprise ii vascular reconstruction device on (B)(6) 2022. On (B)(6) 2022 the patient experienced a lacunar infarction. The principal investigator assessed this event as mild in severity, unrelated to the study device, but possibly related to the surgery. The event is still ongoing, and the symptoms are ongoing. No further details were provided.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2 and h10. This complaint file was further discussed with the clinical research manager on (B)(6)2023. Per the email exchange, ¿this ae is asymptomatic lacunar cerebral infarction, which was detected by MRI post-procedure and required no further treatment. This MRI examination report was judged by the investigator and recorded as ae which needs the subject further follow-up MRI regularly¿. Cerebral infarction is a known potential adverse event associated with the use of the enterprise ii device and is listed in the instructions for use (IFU) as such. However, the device performed as intended, and no new patient consequences have occurred related to the use of the device. There may also be patient, procedural, and pharmacological factors that may have contributed to the infarction with no indication of a device malfunction or defect. With the provided information and given that the investigator felt that the lacunar infarcts were not related to the study device, this event does not meet the MDR reporting criteria.